Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4): no pre-dilatation, direct stenting there was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the stent delivery system was delivered without pre-dilatation (direct stenting) of the lesion during the index procedure. It should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how direct stenting contributed to the reported patient effects.

Event description:
It was reported that approximately twenty five months post direct stenting procedure in the distal right coronary artery with one 3.0 x 15 xience v stent, the patient experienced chest pain on (B)(6) 2009. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for in-stent restenosis in the mid right coronary artery. The patient's condition resolved on (B)(6) 2010 and the patient was discharged. There was no adverse patient sequela. Though requested, there was no additional information provided.